Manufacturer narrative:
Unit received with blank display, problem isolated to (B)(4). Unable to perform the displacement, sleep current measurement, active current measurement, and self tests or verify ¿low battery¿, ¿replace battery now¿, or "power loss" errors due to the blank display. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm. Troubleshooting was performed. Insulin pump had low battery alert prior to replace battery now alarm. It was stated that this was the second occurrence of replace battery now alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.